Event description:
It was reported that a patient stated they were not receiving a blood glucose reading on their device or its application, although a reading was available on the associated continuous glucose monitoring app. The patient was instructed to restart the device, after which a blood glucose reading was immediately restored. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.